Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and ink spots/cracked, and bleeding lcd glass.

Event description:
It was reported the customer's screen was damaged. Customer reported a big spot of ink on the display. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.